Event description:
Per the clinic, the patient experienced a constant "pinging" sound from the device whenever speech was present, along with pain/non-auditory sensations and poor device performance from activation. Multiple reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.